Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer's blood glucose at the time of the incident was 164 mg/dl. The customer states that the insulin pump had a crack and that the display was flickering. Customer also stated the display was not clear. Troubleshooting was provided for the physical damage but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Use of the auto mode feature was not provided.

Manufacturer narrative:
Insulin pump received with cracked case corner of the belt clip rails near the battery compartment. No missing segments/partial display during testing. (B)(4).